Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, such as: insufficient bone quality. Improper tunnel preparation. Misalignment during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2025, a sales representative reported via email that three ar-3636h self bunching 1.8 knotless hip fibertak soft anchors failed to deploy. The case was completed, and no further details were provided. This was discovered during a hip labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/08/2025. Additional information received on 9/10/2025: the case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.